Event description:
A piece of reaming supply broke inside of patient during procedure, but was not retained in patient. Procedure was femur nonunion repair. Synthes ria tube assembly item # 314.746s and lot # h252065 broke while in patient. It was removed from the patient. Nothing left behind. Synthes is aware.